Event description:
It was reported that during a sigmoidectomy procedure that scissoring occurred. Another device was used to complete the case. There were no adverse consequence to the pt.

Manufacturer narrative:
D4, 10; h4, 6: info anticipated, but unavailable at this time.